Manufacturer narrative:
Other, other text: one device was received for evaluation. Visual inspection found the tamper seal was broken, a scratched lcd lens, a scratched rear label, and a bubbled dso seal. Download of the device's event history log was not required. Functional testing was conducted. Upon testing, the reported problem was duplicated. The broken inner lemo connector and the cmos battery that was due was determined to be the root cause. The main board was replaced. The service history review identified an indication that the complaint was related to a service of the device outside of the review period.b3: unknown, corrected data: health effects

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pin snapped off inside dose cord port, needs new cmos battery due to being 10yrs old. No adverse patient effects were reported by the customer.